Event description:
The recipient reportedly experienced electrode migration. A CT scan revealed electrode migration. During the surgery, the basal turn of the cochlea was found to be ossified, and tissue was present around the electrode. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.